Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2301010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found during manufacturing. Retained samples of lot 2301010 were used for additional evaluation. The product was visually inspected, no defects or damage in the syringe barrel was observed and the stoppers were verified to be properly assembled on to the plunger rod. The product was disassembled and verified there was no damaged within the plunger. Based on our investigation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe is deformed causing leakage. The following information was provided by the initial reporter, translated from france to english: on (B)(6)2023, in intensive care, the team noticed that the syringes were deformed not leakproof and leaking.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe is deformed causing leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2023, in intensive care, the team noticed that the syringes were deformed not leakproof and leaking.